Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the controller and two (2) batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed premature power switching events that were due to momentary disconnections involving bat594036 and bat756583 within the analyzed period. Analysis of the event log file revealed one (1) controller power up event, with an associated motor start event, logged on (B)(6) 2021 at 23:37:48, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that bat756583 was connected to power port one (1) with 39% relative state of charge (rsoc) and bat594036 was connected to power port two (2) with 94% rsoc. The data point recorded after the loss of power revealed that bat756576 was connected to power port one (1) and bat594036 was connected to power port two (2). The controller was without power for fifteen (15) seconds. No anomalies were observed leading up to the loss of power. There is no evidence that the lubrication servicing was performed on the reported devices. As a result, the reported events were confirmed. The most l ikely root cause of the reported controller loss of power event can be attributed to a disconnection of both power sources from the controller, as described in the event details. The most likely root cause of the reported premature power switching can be attributed to momentary disconnections between the controller and batteries. CAPA pr00389403 investigated momentary disconnections prior to lubrication. Even though this CAPA is closed, con313368, bat594036, and bat756583 fall within the bounds of this CAPA. Bat594036 h6:FDA method code(s):b17, b15 h6:FDA conclusion code(s): d01 h6:FDA result code(s):c04 bat756583 h6:FDA method code(s):b17, b15 h6:FDA conclusion code(s): d01 h6:FDA result code(s):c04 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. The second battery sn needed to be updated. Additional products: d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 08-aug-2018 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. The second battery sn needed to be updated. Additional products: brand name: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller ac adapter was not actually in use during this event, but instead, another one of the patient's batteries was. The battery remains in use.

Manufacturer narrative:
A supplemental report is being submitted due to additional information received on what product were actually in use during this event. Additional products: d1: heartware ventricular assist system ¿battery d4: model #: unk-battery / catalog #: unk-battery / expiration date: unk / serial or lot#: UDI #: asku d9: no h3: no, device evaluation anticipated, but not yet begun h4: unk if unknown h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: 6935m62 lead, dvbb1d4 ICD implanted on (B)(6) 2015. Additional products: heartware ventricular assist system battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2019/ serial #: (B)(4) UDI #: (B)(4). Device evaluated: no, device evaluation anticipated, but not yet begun . Mfg date: 12-jan-2018. Labeled for single use: no. (B)(4). (B)(4). Additional products: heartware ventricular assist system controller ac adapter .model #: unk-cac adapter/ catalog #: unk-cac adapter / expiration date: unk / serial#: unk UDI #: (B)(4). Device evaluated: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. (B)(4).

Event description:
It was reported that there was an unexpected loss of power to the controller associated with a ventricular assist device (vad) restart. The patient had multiple changes from their controller ac adapter to their battery throughout the day and was making a power source change at the time of the loss of power. Abnormal battery behavior was suspected but it could not be confirmed. The controller, battery, and cac adapter remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient double disconnected the batteries from the controller.